Event description:
Rptr complains of hands turning blue when cold, joint swelling and tenderness, muscle aches, pains and weakness, loss of memory and balance, sleep disturbance, chronic fatigue, night sweats, eye problems, and tingling in toes.